Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) was confirmed. The monitor's electrode belt receptacle was pulled from the monitor enclosure, but the connector and wires were still intact. The monitor was still able to properly communicate with an electrode belt. However, the monitor was unable to power up due to a open f600 fuse. Physical abuse. The monitor is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.